Event description:
Caller reported that cartridge was not fitting properly on pump because it was not fully snapped in. Despite issue, customer's blood glucose level did not exceed 500 mg/dl, recorded as within normal range. Customer was instructed to inspect and clean pneumatic tap area, including removing an o-ring present there, before reloading cartridge. Following these steps, caller successfully resumed insulin therapy.